Manufacturer narrative:
H10: five (5) new list# ch2000s-c, spinning spiros® closed male luer, red cap (lot# 4750950) were received and visually inspected. As received, no damage or anomalies were identified. Each spiros was leak tested. Leakage was observed from the poppet/o-ring interface on four (4) of the five (5) spiros returned. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review (DHR) lot# 4750950 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a spinning spiros closed male luer, red cap that the customer reported leaking an unknown biohazard or chemotherapeutic medication. The spiros was in use for 1 hour. No other information was provided.